Event description:
The facility representative reported an ipump with a condition of "needs calibration." The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported condition of "needs calibration" was confirmed through the repair primary during device evaluation. The problem was not reproduced in service. Service determined the cause to be the upstream occlusion sensor needing calibration. Service recalibrated upstream occlusion sensor to fix the reported condition.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.